Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy for a device-classified ventricular fibrillation (vf) episode detected by the cardiac resynchronization therapy defibrillator (crt-d). The wavelet discriminator was programmed on and the device remains in use. No further patient complications have been reported as a result of this event.